Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working and had a blank display before and after a battery change. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment and the customer went into the pool with the pump. Customer indicated that they were already on their back up plan and that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
No unexpected blank display anomalies were noted during testing. The pump was received with a critical pump error and a pump error 35 was present in the long trace file due to corrosion on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a cracked case on the battery tube area. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a peeling end cap address label, a severe corrosion on all electronic assemblies and corrosion on the motor assembly.